Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information. Literature attachment: long-term outcomes of atrial septal defect closure in adults older than 50 years b3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "long-term outcomes of atrial septal defect closure in adults older than 50 years", was reviewed. This research article is a retrospective single-center experience to evaluate the long-term outcomes of atrial septal defect (asd) closure in older patients. The devices included in this study were amplatzer septal occluder, cocoon septal occluder, heart-r and cera septal occluders, amender septal occluder, occlutech asd occluder, floret asd occluder, and occlunix septal occluder. The article concluded that asd closure in the elderly was associated with a reduction in all-cause mortality heart failure hospitalization rate, adn improvement in functional class but did not reduce the incidence of arrhythmia. [The primary and corresponding author was arun gopalakrishnan, department of cardiology, sree chitra tirunal institute for medical sciences and technology, thiruvananthapuram, kerala 695011, india, with corresponding e-mail: arungopalakrishnan99@gmail.com.]. This study included all patients aged 50 years and older who were diagnosed with asd and right heart volume overload from 01 january 2010 to 31 december 2023. A total of 311 patients were included in the study, of which an unknown amount received an abbott device. The average age was 55 years. The majority gender was female. Comorbidities included hypertension, dyslipidemia, diabetes mellitus, cerebrovascular artery disease, coronary artery disease, atrial fibrillation, and heart failure.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer septal occluder device were reported in a research article in a subject population with multiple co-morbidities including hypertension, dyslipidemia, diabetes mellitus, cerebrovascular artery disease, coronary artery disease, atrial fibrillation, and heart failure. Complications reported included death, stroke, myocardial infarction, cardiac arrest, sepsis, perforation, heart failure, pericardial effusion, transient ischemic attack, atrial fibrillation, atrial flutter, pneumonia, tachycardia, heart block, device embolization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: long-term outcomes of atrial septal defect closure in adults older than 50 years. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "long-term outcomes of atrial septal defect closure in adults older than 50 years", was reviewed. This research article is a retrospective single-center experience to evaluate the long-term outcomes of atrial septal defect (asd) closure in older patients. The devices included in this study were amplatzer septal occluder, cocoon septal occluder, heart-r and cera septal occluders, amender septal occluder, occlutech asd occluder, floret asd occluder, and occlunix septal occluder. The article concluded that asd closure in the elderly was associated with a reduction in all-cause mortality heart failure hospitalization rate, adn improvement in functional class but did not reduce the incidence of arrhythmia. [The primary and corresponding author was arun gopalakrishnan, department of cardiology, sree chitra tirunal institute for medical sciences and technology, thiruvananthapuram, kerala 695011, india, with corresponding e-mail: arungopalakrishnan99@gmail.com.] This study included all patients aged 50 years and older who were diagnosed with asd and right heart volume overload from 01 january 2010 to 31 december 2023. A total of 311 patients were included in the study, of which an unknown amount received an abbott device. The average age was 55 years. The majority gender was female. Comorbidities included hypertension, dyslipidemia, diabetes mellitus, cerebrovascular artery disease, coronary artery disease, atrial fibrillation, and heart failure.